Event description:
The customer observed falsely depressed glucose results on the alinity c processing module for one 31 year old female patient. The result was not reported out. The sample was repeated with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 18 repeat results = 394 and 393. Customer¿s reference range = 70-100 no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6). The fsr resolved the issue by cleaning the cuvettes and replacing the sample probe and r1 reagent probe. No additional discrepant result issues have been reported since the service activity was completed. List number 04s49-01 reagent probe was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module and the list number 04s49-01 reagent probe did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module and the list number 04s49-01 reagent probe was identified.